Event description:
It was reported that there was an issue when implanting the lead. It was noted that during lead placement, the lead was left in situ as the stylet was exchanged to overcome placement challenges. It was noted that the stylet tip was manipulated prior to reinsertion. Then the lead was partially withdrawn as the stylet appeared not to advance completely through the lead. The lead was then fully withdrawn as the stylet could not be completely advanced. Finally it was noted that the lead was exchanged for a new one. It was noted that there was no patient injury. It was noted that there was a concern for the complete functionality of the lead. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported the lead in question was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of lead model: 3877-45 ln: 0206959726 showed that the stylet coil was perforated by the stylet 11.7 cm from the distal end. Analysis of extension model: 748951 sn: (B)(4) found no significant anomalies. Analysis of implantable neurostimulator model: 7425 sn: (B)(4) found no anomalies. Analysis of lead model: 3487a found no significant anomalies. Analysis of anchor found no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# unknown, product type: lead; product ID 748951, serial# (B)(4), product type: extension; product ID 7425, serial# (B)(4), product type: implantable neurostimulator; product ID neu_siliconeanchor, lot# unknown, product type: accessory.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.